Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a revision breast augmentation with two 460cc mentor smooth round high profile prostheses and experienced bilateral breast pain postoperatively. The patient states that she¿s been feeling pressure/discomfort in her breasts since the beginning. The patient is planning to undergo a removal and replacement surgery. However, at the time of this report, mentor has received no information regarding an expected explantation date. This report is for the right-sided prosthesis.